Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to excessive forces during implantation, more specifically torsional overload while inserting the anchor into the bone.

Event description:
It was reported that patient underwent a shoulder arthroscopy on (B)(6) 2015. During the procedure, the suture anchor fractured in the patient. The fractured fragment was removed and another anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.